Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 52-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) displayed a "controller error" alarm and then the alarm disappeared for approximately one minute. During that time, the position waveform also stopped appearing. The aic was swapped out with another aic successfully. The aic will be returned for evaluation. There was no patient harm related to this event.